Event description:
Per call to reporter 10/6/95: tube was removed by reporting facility prior to transfer to another facility. While pt was at the other facility, mercury came out of an incisional drain. Pt has had mercury levels in her body & there has been some adverse effect to the pt, but reporter has no add'l info.